Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported that the right atrial lead was damaged following an unknown trauma. The lead was capped and replaced and later was explanted and returned to the manufacturer. No further patient complications have been reported as a result of this event.